Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following hip surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Event description:
It was reported, due to an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external device. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.